Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked keypad overlay and a cracked case-corner of belt clip rails near the battery compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the self test, displacement test and active current measurement. However, the pump failed the sleep current measurement. The pump was cut open to perform visual inspection and corrosion was found on the pcb2. No corrosion noted on the pcb1, motor and vibrator assembly. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. In conclusion, the pump had a high sleep current measurement due to corrosion on the pcb2.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery alarm. Customer stated that they received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. Customer stated that they had second occurrence of replace battery alert or replace now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.